Event description:
Complainant alleged that a female nurse (age unknown) was attempting to cardiovert a pt (age and gender unknown) at 50 joules, when the nurse felt a slight shock run up her arm as she depressed the discharge button on the device's multifunction cable. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction, nor did the nurse receiving the slight shock require any treatment.